Event description:
Literature was reviewed regarding left bundle branch pacing (lbbp) versus biventricular pacing (bivp). The authors described patient deaths in both groups; however, the causes of death were unknown and there were more deaths in the bivp group. There is no allegation of lead-death relatedness indicated in the article; however, the cause of death and lead-relatedness has been requested, but not yet received. There were patients in both groups who experienced heart failure hospitalizations, one patient in the bivp group had a pneumothorax which was self-absorbed. There were leads in both groups which exhibited dislodgments, one with high impedance which was revised. There were other leads with decreases in impedance and elevated thresholds. The status of the leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is female/64 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: long-term efficacy of left bundle branch pacing and biventricular pacing in patients with heart failure complicated with left bundle branch block. Frontiers in cardiovascular medicine. 2024. 11:1363020. Doi (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.